Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent primary breast reconstruction with a 800cc mentor memorygel breast implant and experienced patient dissatisfaction on the right side postoperatively. The patient wanted to go smaller. As a result, the patient underwent device removal and replacement with a 700cc mentor memorygel breast implant, catalog number 3507004bc, serial number (B)(4) on (B)(6) 2010.